Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported abnormal pump sounds could not be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined. Review of the submitted log files captured the pump operating as intended. No notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, and section 6 ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 1 of the patient handbook, ¿introduction¿, and section 4, ¿living with the heartmate 3¿, state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. Section 8 of the patient handbook entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient was admitted into the emergency room today who stated that there is a problem with their heartmate 3 pump. First, an ER doctor listened to it and reported there was an abnormal sound coming from the pump. Then, another healthcare provider who is left ventricular assist device (lvad) -certified listened and confirmed the sound was unusual. After analyzing the log files, no evidence was found to suggest there was a technological problem with the pump itself. A self-test was performed on the patient¿s system controller and it was working properly. Log files were sent for review. The log files did not provide any information related to sounds from the heart/pump. There were no other unusual events recorded in the log file event history. The patient's lactate dehydrogenase (ldh) and urinalysis were normal.